Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after leaving the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, requiring no further assistance.